Event description:
It was reported the subject device had defect (pump head must be replaced). There was no reports of patient harm.

Manufacturer narrative:
E1 facility name- (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had defect (pump head must be replaced). There was no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the reportability of the malfunction reported in the initial emdr and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Pump head loose/defective. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The reported event was sent in error and would not cause or contribute to a death or a serious injury if were to recur.